Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the e-100 generator kept shutting off while firing the synchroseal instrument. An intuitive technical support engineer (tse) reviewed the logs and found a 25913 error for the e-100. The tse informed the surgeon that certain conditions could cause the e-100 generator to shut down. For instance, air firing when the jaws aren't closed all the way or grasping tissue that is too thick. The surgeon stated he wasn't doing any of that. The surgeon stated it would fire and halfway through the fire, the e-100 generator would shut off. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the e-100 generator and upon powering on, the e-100 turned red. Fse performed several power cycles with the same result. The fse replaced the e-100 generator. Fse tested the new generator and experienced the same issues. Fse reseated all connections going into the e-100 generator and the vision side cart (vsc) and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). This unit was installed onto the test system, and it worked as expected with the vessel sealer extend (vse) instrument installed. The vse instrument was used with a saline-dipped gauze in the jaws and the cut/seal were fired about 100 times, and the e-100 worked with no issues. The complaint was not confirmed based on failure analysis.